Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed damage to the silicone jacket layer of the driveline; however, a specific cause could not be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. It was reported the patient had 3 cm of exposed driveline with exterior sheath damage. Additional information was provided on (B)(6) 2019 stating the cause of the low voltages was due to the patient sleeping on batteries. The patient had no symptoms associated with the exposed driveline. Rescue tape was applied. The patient was admitted for aicd shock at home and a new medicine regimen was initiated. The patient¿s driveline is assessed thoroughly at every clinic visit and there have not been any reports from the patient that the driveline needs further repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 3cm of exposed driveline. Exterior sheath damage. There were low voltage alarms noted. The log file did not contain any evidence of any type of percutaneous (perc) lead shorting issue. The log file driveline (dl) data was normal, so the conductors were in good shape. The low voltages alarms were not related to the dl. The low voltages were due to normal battery depletion. The photos submitted of the drive line outer jacket damage appeared to be cosmetic only at this time. Noted the patient was at times sleeping on battery power, which is not recommended.

Manufacturer narrative:
Description of event or problem : additional info.

Event description:
The cause of low voltages was related to the patient sleeping on batteries. No symptoms associated with the exposed driveline. Rescue tape applied. Patient was admitted for aicd shock at home. New medicine regimen was initiated. Patient¿s driveline was assessed thoroughly at every clinic appointment. There had not been any reports from the patient that the driveline needed further repair.